Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped delivering gas when in non-invasive ventilation mode. There were no health consequences for the patient reported. No further information was provided. The serial number of the affected is unknown. Due to the missing information, it cannot be excluded that a device malfunction led to a interruption of ventilation.

Manufacturer narrative:
Further information was requested but not made available. Neither a detailed description of what happened during the event nor information regarding the affected device, like serial number or log file could be obtained. A case specific evaluation was therefore not possible. Based on the available information, the reported even could neither be confirmed nor denied. The cause for the reported event is not necessarily related to a device malfunction. It can also be related to an application issue, e.g., a leakage in the breathing circuit or a restricted gas input due to infrastructure problems. However, the exact root cause could not be determined due to lack of information. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a loss of function of the ventilation, the breathing system would open to ambient allowing the patient to breathe spontaneously. An accompanying audible and visual alarm message would be posted to inform the user about the situation. Ventilation relevant parameters would be alarmed according to the set alarm limits.

Event description:
It was reported that the device stopped delivering gas when in non-invasive ventilation mode. There was no health consequences for the patient reported. No further information was provided. The serial number of the affected is unknown. Due to the missing information, it cannot be excluded that a device malfunction led to a interruption of ventilation. The serial number of the affected fabius gs was requested from the customer but not provided. Therefore, the UDI cannot be determined.